Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 541 mg/dl. The customer was treated for high blood glucose with pump and syringe. The customer was explained the 2 high blood glucose rule. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 59 mg/dl. The customer stated work a lot which caused his blood glucose to get low. Customer called went to dead air and did not get response from him. Customer was unable to troubleshoot for high and low blood glucose incidents.